Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation is late onset seroma. The event of late onset seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "I had to have my textured implants removed and changed (redacted) 2018 when I went for 3 mris that noticed a seroma. One doctor diagnosed me with possible alcl, and my surgeon scheduled a biopsy / and aspiration at (B)(6) in (B)(6). After several attempts to aspirate, they could not get to seroma as it was behind my implant and near my lungs. Dr (B)(6) reviewed my case and recommended that we remove the textured implants as there could have been alcl." This record is for the left side. Device has been explanted.

Event description:
Patient reported "I had to have my textured implants removed and changed (redacted) 2018 when I went for 3 mris that noticed a seroma. One doctor diagnosed me with possible alcl, and my surgeon scheduled a biopsy / and aspiration at the women's college in toronto. After several attempts to aspirate, they could not get to seroma as it was behind my implant and near my lungs. Dr mitchell brown reviewed my case and recommended that we remove the textured implants as there could have been alcl". This record is for the left side. Device has been explanted.